Event description:
It was reported that the shunt did not open in surgery. The physician irrigated the shunt, performed an arteriogram to check the patency of the shunt. The arteriogram was found to be ok. It was reported that the shunt appeared to be occluded. There was no pt injury but the nurse stated that there was a potential.

Manufacturer narrative:
The initial documentation from the customer indicated that the lot number was unknown. The initial medwatch report did not indicate a lot number because it was not available. On 3/19/98, it was confirmed by the manufacturing facility that the lot number of the carotid shunt was 1970577. This is the reason for submitting a follow-up to the initial medwatch report. With the lot number information, the manufacturing date was determined.